Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 600 mg/dl. Caller reported that customer had high blood glucose while at school and was treated with manual injection. Healthcare professional was contacted and it was advised that customer go to the emergency room. The customer experienced symptoms such as nausea. The customer was still taking test at the emergency room at the time of call. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. Troubleshooting was performed and customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.